Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heparin was injected into the patient during treatment on a prismax machine when it was not set to do so. The device generated several negative access pressure alarms prior. Over the 20ml "recipe", 12ml left were sucked in the circuit. Treatment was immediately stopped without the extracorporeal blood being returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the self-test of syringe pump was carried out by the facility¿s local technician and passed. The machine was put back into service after a treatment simulation was carried out by the local technician as recommended by a baxter's technician. The event history log review concluded that the heparin over-administration was due to the user not locking the syringe plunger clip, so the negative pressure on the filter caused the plunger to be sucked and the heparin to be delivered to the patient. The machine generated the alarm t1298 ¿ syringe force low, signaling the anomalous condition. The reported condition was verified. The cause of the reported condition was a user error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.